Event description:
Information was received indicating a smiths medical cadd legacy pump was malfunctioning throughout the day. It was reported that the pump would alarm every 10, 20, 60 minutes and read "no disposable, clamp tubing". It was also reported that the patient would trouble shoot and was able to restart the infusion but the pump continued to alarm throughout the day.